Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "black cable damage". The instrument was found to have a broken conductor wire. The wire was broken within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the wire breaking. Probable root cause is attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the conductor wire is dislodged from the grip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had a black cable damage. The procedure was completed with no reported injury.